Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 700mg/dl and diabetic ketoacidosis. The customer had symptoms such as high blood glucose and treated with manual injection. Customer indicated that the incident happened during second week of (B)(6) 2016 and that they were unable to download to carelink. Customer was in the hospital for a week. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer wanted to report the incident only and no high blood glucose troubleshooting was performed.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No rewind anomaly was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was downloaded properly using care link pro. The pump had cracked battery tube threads and a cracked reservoir tube lip.